Manufacturer narrative:
Monitor sn (B)(4) was returned to zoll manufacturing corporation and is under evaluation. Electrode belt sn (B)(4) has not been returned from the field. A review of downloaded software flag files on the day of the event was conducted. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would cause or contribute to the event.

Event description:
A u.s. Distributor contacted zoll to report that a patient passed away on (B)(6) 2016. Prior to passing, the patient experienced a treatment event consisting of 6 shocks. The lifevest delivered an appropriate shock at 06:28:21. The patient's rhythm at the time of the treatment was vt at 220 bpm. The patient's rhythm after the treatment was sinus at 90 bpm. The response buttons were pressed intermittently after the first shock was delivered. At 06:36:23, the patient received a second shock. The patient's rhythm at the time of the treatment was vf. The patient's rhythm after the treatment was asystole with nsvt. At 06:36:52, the patient received a third shock. The patient's rhythm at the time of the treatment was vf. The patient's rhythm after the treatment was asystole with nsvt. At 6:37:22, the patient received a fourth shock. The patient's rhythm at the time of the treatment was vf. The patient's rhythm after the treatment was nsvt transitioning to vt at 290 bpm. At 06:37:44, the patient received a fifth shock. The patient's rhythm at the time of the treatment was vf. The patient's rhythm after the treatment was bradycardia at 25bpm transitioning to asystole with nsvt. At 06:38:09, the patient received a sixth shock. The patient's rhythm at the time of the treatment was svt at 190bpm. The patient's rhythm after the treatment was vf. The response buttons were pressed after the sixth shock was delivered. Post-shock asystole is a known potential outcome of defibrillation. The device was shutdown at 06:50:32 and the patient passed away on (B)(6) 2016.